Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva bag 250ml leaked from an unspecified location. This was observed after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot number was manufactured between june 23, 2018 - june 25, 2018. The actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak from the spike port cap at the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.